Manufacturer narrative:
Review of complaint activity for lot 00185l818 did not identify an increase. No adverse or non-statistical trends were identified for the alinity I intact pth assay. To evaluate the performance of the reagent lot worldwide field data for lots 02018f000 and 02118f000 were reviewed. These lots are made with the same material as lot 00185l818. The patient median data for the lots was within the established control limits. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of product labeling was performed which provides appropriate information related to the issue. Based on the available information, no systemic issue or deficiency of the alinity I intact pth assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No further information was provided.

Event description:
The customer reported falsely elevated alinity I ipth results for a (B)(6) year old patient. The following results were provided: (B)(6) samples: lithium heparin (lihep) 101.4 and 106.2 pg/ml; edta sample 108.7 and 101.8 pg/ml. (B)(6) samples: lihep 68.1 pg/ml; edta 63.3 pg/ml. (B)(6) sample: alinity 118.3, 100.0 and 100.5 pg/ml; architect 101.1, 84.2 and 87.1 pg/ml no impact to patient management was reported.